Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 2.0; lab: 5.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 2.0; lab: 5.5; mean: 4.0; confident limits: 2.3-5.7. As per the internal procedure tr#0150 rev.2, the inratio value is not within the confident limit. The product will be investigated.